Manufacturer narrative:
Other applicable components are: product ID: 39565-30, lot# 0209655763, implanted: (B)(6) 2015, product type: lead. Product ID: 37081-60, lot# njb170448v, implanted: (B)(6) 2015, product type: extension. Product ID: 37081-60, lot# njb170473v, implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a healthcare professional via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that there was premature battery depletion. The patient had increased pain. The patient told the rep that there was a doctor's symbol on the remote and that the pacemaker was not working anymore. It was unclear whether or not pacemaker referred to the ins. The rep did telemetry and saw end of service. After two months of use, the battery had emptied. A telemetry printout from (B)(6) 2018 was provided. It showed that the patient's settings were frequency of 80 hertz, pulse width of 210 microseconds, and amplitude of 3.7 volts with positive polarity on electrode 9 and negative polarity on electrodes 10, 14, and 15. The results of an electrode impedance test run at 0.70 volts showed pairs 9 & 10, 9 & 14, and 10 & 14 had impedance less than 50 ohms. All other electrode pairs were within normal limits ranging from 298 ohms to 723 ohms. The printout also showed that the ins was at end of service with 1515 hours of use. The ins was changed the morning of (B)(6) 2018 because the patient's pain returned. The issue was resolved. The issue occurred during normal use. The patient was alive with no injury. Additional information received reported that the low impedance resolved after replacing the implantable neurostimulator (ins). The report of their pacemaker not working referred to their implanted pacemaker and not the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 39565-30 lot# 0209655763 serial# implanted: 2015-(B)(6) explanted: product type lead product ID 37081-60 lot# njb170448v serial# implanted: 2015-(B)(6)explanted: product type extension product ID 37081-60 lot# njb170473v serial# implanted: 2015-(B)(6) explanted: product type extension: analysis of the implantable neurostimulator (s/n: (B)(4)) found to be at normal end of life with telemetry and output to be okay. H6: fdc 67 pertains to the implantable neurostimulator (s/n: (B)(4)). Fdm 10 and fdr 213 pertain to the implantable neurostimula tor (s/n:(B)(4)). If information is provided in the future, a supplemental report will be issued.